Manufacturer narrative:
A field service engineer (fse) who arrived at the site to address the reported event. Inspection of the device found a slight clog by the filter in the peek tubing. Fse replaced the peek tubing with a new one and then ran the vacuum with pressure at 8.12 mpa. Next, he ran a few patient samples. The vacuum pressure held and no high pressure errors were noted. No further action was required by field service. The probable cause of the reported event was due to clogged peek tubing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, the customer reported high pressure with their g8 analyzer. A field service engineer (fse) was dispatched on (B)(6) 2016, to address the reported event, which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.